Event description:
Patient reports pump not pushing medication. Serial number: (B)(6), no interruption to therapy or missed dose as pt was able to complete infusion by manual push. No adverse event reported due to pc. Defective product is available for return and was replaced. No additional information was provided. Reported to (B)(6) by: patient/caregiver.